Event description:
Nearly five months after this pt's surgery to receive pt's cochlear implant, pt ecperienced a head trauma. This event caused the near total extrusion of pt's implant from the cochlea. This was discovered on a radiographic exam after the head trauma. The pt opted to remove the implant and be reimplanted in the contralateral ear.